Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system was found broken and leaking during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: one photo was received by bd for investigation. The picture was reviewed and the defect was observed in the 24g product with pvc ext. Tubing and pinch clamp. There is blood leakage that may be caused by the pinch clamp breaking the ext. Tubing. DHR review: the gauge of the complaint batch is 24g. No abnormality was found in the incoming material, the whole assembly process, and packing process. Investigation conclusion: although the device could not be tested by the investigator, based on historical data the most likely cause of the defect is the application of pressure being applied to the tubing being exerted by the pinch clamp.